Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with rectocele repair on (B)(6) 2006 due to pelvic organ prolapsed, stress urinary incontinence, constipation and mesh was implanted. It was reported that following insertion the patient experienced infection and bleeding with evacuation of hematoma in vagina, and excision of vaginal tissues. It was reported that patient underwent mesh repair on (B)(6) 2012 and removal on (B)(6) 2012 due to corner of the mesh perforated the tissue causing pain and discomfort. (B)(4).

Manufacturer narrative:
It was reported that on (B)(6) 2006 the patient experienced vaginal bleeding postoperatively and underwent excision of vaginal tissue with reapproximation of vaginal edges and vaginal irrigation. It was reported that the patient underwent revision of mesh on (B)(6) 2006 due to erosion of posterior mesh and non-healing incision. No additional information was provided.